Event description:
During primary surgery, the tip of the stem inserter broke off and could not be retrieved from the patient.

Manufacturer narrative:
The instrument has not been returned for examination. It is however known that tip fracture can occur when using this instrument improperly. Previous investigations, including evaluations by a depuy material scientist has determined that use error is the root cause. Manufacturing or material error has not previously been identified. It is however recognized that improvements were possible to alleviate this issue even if not used properly. (B)(4) was approved and completed on january 15, 2010, which includes improvements to bolster the durability of this instrument. Communication with depuy engineering and the manufacturing supplier all product delivered no later than march 2010 is of the new design. Based on the provided lot code this instrument was manufactured prior march 2010. Continue to monitor through trend analysis. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.